Event description:
The complainant reported a patient in post cardiotomy cardiogenic shock and with low cardiac output syndrome was implanted with an impella 5.0 for mechanical circulatory support. The impella 5.0 replaced an impella cp, as the impella cp had been implanted for longer than recommended. It was reported after the impella 5.0 was inserted; liquid was found to be leaking from the purge housing. The purge cassette was replaced immediately and resolved the issue. Additionally, it was noted that the patient had an infection that could not be controlled, and bleed from all over his body. The patient's anemia progressed, and he developed bradycardia. The patient was made a do not resuscitate, care was withdrawn, and the patient expired on support. There is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
Note: the device was not returned for evaluation, however the purge cassette was returned on june 24, 2022. The complaint purge cassette was visually inspected and cut open, a leak test was performed. The problem was reproduced, a purge leak was observed from the piston seal. The cause of the purge leak was a piston failure. This report is being filed as part of a retrospective review of historical records.